Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, did not pipette sample and control in row 1 and did not give an error message. A field service engineer was dispatched and verified the problem. Fse replaced plunger clamps in positions 8 and 10. No death or serious injury was associated with this event. This report is beyond the 30-day reporting requirement. During a routine review of the complaint system, this file was identified as MDR reportable.